Event description:
Additional information received reported that the step taking to resolve the pain in the patient's back was checking the back with the machine that made the patient jump that's normal. The patient stated that they did not change anything and was told to buy some fiber cookies from (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0sqaa, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported pain in the back. It was considered a sudden change that occurred in (B)(6) 2015. The patient used to feel the battery in the back and now barely felt it. It was noted that the patient's relevant medical history includes fecal incontinence and gastrointestinal/pelvic floor. About 2.5 weeks later the patient reported that "time" was taken to resolve the issues. It had been five months. She still had some pain in her back and it would come and go. It was noted that the battery had moved into her back and she could feel it too, but not as much. The times that she felt it, it would hurt and she knew it was there. The patient was going to see her healthcare provider (hcp) on (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.